Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen make it difficult to see screen, buttons were less responsive and sometimes had to press buttons twice as well as it had unexplained no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A device received with minor scratched lcd window and broken battery tube threads. Device received with no button response due to flattened button dome switch .the keypad connector on j2 or lcd is locked properly during visual inspection. Unable to verify excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. No missing segments or partial display noted.